Event description:
The facility reported a flo-gard infusion pump with a malfunction of insert clamp. It is unknown when this condition occurred; however, it was reported to have happened in the neo-natal intensive care unit. This condition has the potential to interrupt delivery. According to the hospital representative, a patient was not involved. No patient injury or medical intervention had been reported related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with the malfunction insert clamp was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be the safety slide clamp out of calibration. The safety slide clamp assembly was recalibrated per the service manual to correct this condition. A device history review could not be completed as the data-card retention period has expired. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.